Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the saw was plugged in and someone tripped over the cord and the saw fell and smashed the blade guard. As a result, an alternate device was used for the procedure. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.